Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative. The healthcare provider reported that being unable to aspirate the catheter during a pump replacement was ¿a common situation that occurs¿. Additional information received reported that the physician stated he has had trouble aspirating the catheter in the past.